Event description:
It was initially reported that the balloon was checked before introduction but once in the patient, the balloon burst. It was further indicated that it happened just once inserted and it was removed at once as blood started coming out. They set the correct pressure and used the syringe's kit. Additional information received from the customer indicated that as soon as the catheter inserted they noticed that the inflation syringe was obtaining blood. There were no patient complications reported.

Manufacturer narrative:
One catheter was received with an attached contamination shield and a monoject 1.5cc limited volume syringe. Examination revealed that blood was visible in the gate valve and the syringe. The balloon would not inflate. Balloon latex was cut off to examine the condition of the catheter underneath the balloon. There was no visible damage observed underneath the balloon. However, it was found that there was an interlumen leakage between the inflation and pa distal lumens at the catheter tip. The rv and ra pacing/infusion, and proximal injectate lumens were patent without any leakage or occlusion. There was no visible damage observed from the catheter body. Customer reported defect was confirmed to be a manufacturing defect. An investigation was opened to address this type of complaint. Lot number was not provided, therefore review of the manufacturing records could not be completed.